Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to confirm keypad anomaly due to critical pump error (open book image) alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had button issue. Customer¿s blood glucose was 112 mg/dl at the time of incident. Customer states that numbers are not ramping on their own. Customer states that the scroll bar was moving with no input. Customer states that left and the back arrow were unresponsive. Customer states pressing menu button does not take them to the menu screen. Customer also states that using the up arrow does not allow them to navigate screens. Customer states using the down arrow allows them to navigate screens but there's a critical pump error. Customer states the insulin pump was exposed to moisture. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer states the button was unresponsive during an easy bolus attempt the customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.